Manufacturer narrative:
Device evaluation results: the pump's operation log was downloaded and reviewed. There were 10 infusions on the date reported, including 3 in primary mode and 7 in piggyback mode. There were multiple holds between the infusions. Only one piggyback infusion was allowed to switch to primary mode, which it did with no issues. All infusions met specifications based on the programming of the pump. The last entry for the date of the event was a system error 43, which is a door open alarm. The only se 122 found in the log occurred on (B)(6) 2010. B. Braun completed an evaluation of this pump per the procedure for complaint returns. As part of the routine complaint testing requirements, the returned pump was tested for volumetric accuracy five times with 5 ml volume to be delivered (specs: 4.75 - 5.25 ml). Three tests at 999 ml/hr had passing results of 5.01 ml, 5.06 ml and 5.00 ml, and two tests at 38 ml/hr had passing results of 4.79ml and 4.93 ml. The pump met all complaint testing requirements, and the reported failure could not be reproduced. The pump was returned to the facility on (B)(6), 2011 and as of (B)(6) 2011, has not been involved in any further complaints.

Event description:
Pump failed to stop. On (B)(6) 2010, an incident occurred where the pump failed to beep or stop, which caused an IV infiltration. The pump showed system error 122. The facility will not release any further information concerning the incident or the status of the patient.